Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Therefore, there is insufficient information to determine the root cause.

Event description:
It was reported that during a repair tendons surgery, when trying to insert the anchor it broke. There was a surgical delay greater than 30 minutes. The surgery was completed with two anchors and all the pieces were removed from the patient. No patient injury was reported.